Manufacturer narrative:
This has been identified as a duplicate of report number 1218950-2020-02021. Coding reflects no evaluation performed for trending purposes.

Event description:
It was reported that the defibrillator will not pass operational check; one of the function buttons is showing a fault. The event occurred during clinical use, but there was reportedly no patient harm. This has been identified as a duplicate of report number 1218950-2020-02021.

Event description:
It was reported that the defibrillator will not pass operational check; one of the function buttons is showing a fault. The event occurred during clinical use, but there was reportedly no patient harm.